Manufacturer narrative:
This report was sent as a duplicate in error for the MFR report # 1219930-2015-00704. All future correspondence for this event will be on 1219930-2015-00704. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a left robotic nephroureterectomy procedure, the device was malfunctioned (failed to fire or partially fired) preventing the staples from sealing the severed artery and causing severe blood loss. Prior to severing the renal artery, the surgical assistant attempted to place a vascular clip on the renal artery but was unable to do so. The surgeon then attempted to robotically place a hem-o-lok clip across the renal artery, but patient's renal artery was too large for the hem-o-lok clip. The surgeon, therefore, determined it was best to use a vascular stapling device on the renal artery. The surgeon properly placed the vascular stapler across the renal artery and operated the stapler properly. The stapler, however, misfired. It severed the renal artery but failed to fully staple and thus close the artery, causing uncontrolled bleeding. The surgeon used the robotic device to attempt to slow the bleeding while converting the surgery to an open procedure. He called for a vascular surgeon who was eventually able to repair the bleeding sites. The patient was stayed at the ICU after the surgery but the patient was unable to recover from the injuries and died about one month later. Few months later, they recalled the stapler due to manufacturing defects.